Event description:
Patient admitted for frequent heartmate alarms and suspected device failure. Lvad, left ventricular assist device, wave form analysis - bearing wear. Motor dust, no sign of bearing wear. Patient placed on pneumatic console several days later for frequent alarms while awaiting txsp. Several days later, patient had transient episodes of mental status changes and left sided weakness, possible embolic event. Pneumatic console was apparent that it was no longer adequately pumping the lvad diaphragm. Patient scheduled for lvad redo, which did occur.